Manufacturer narrative:
(B)(4). Device malfunctioned inter-operatively and was not implanted / explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - manufacture date: 08/21/2014. Expiration date: 08/01/2024. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of sterile tfna fenestrated helical blades was processed through the normal manufacturing and inspection operations with no ncs or rework noted. A review of the raw material device history record revealed this lot met all specifications at time of acceptance, with no non-conformances noted. There was a memo regarding a weight discrepancy with the raw material quantity received; however this has no impact on the quality of the raw material. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016 to have a trochanteric fixation nail advanced (tfna) construct implanted. During the procedure, the operating room staff attempted to connect the nail with the aiming arm, but used the wrong screwdriver to lock the locking mechanism. When the issue was discovered, the screwdriver was switched to attach the aiming arm to the connecting screw. However, the blade was impacted and became stuck as the connected screw jammed, blocking the nail. The surgeon was not able to extract neither the screw nor the nail and had to open the patient's femur in order to remove the devices. The procedure was prolonged by two (2) hours. The patient's current status is unknown. This is report 4 of 6 for (B)(4).

Manufacturer narrative:
Additional product codes for this report include hwc. Manufacturing investigation evaluation: heavy anodization and wear were present on the returned helical blade. The device was received stuck through the oblique hole of the tfna nail. The relevant verification and validation activities included: a design review, tolerance analysis, mechanical testing, and a comparative analysis showing the technique similarities with the tfn system. The returned helical blade and nail were received stuck together. The two parts cannot be separated by forces exerted by the hands; rather, tools/machinery is required to release the devices. The ¿prong/tang¿ of the locking mechanism can get wedged between the nail and the head element when it is deployed prematurely. Due to this failure mode, it was not necessary to disassemble the components. Upon reviewing the complaint description, noting the technique error in advancing the locking mechanism prior to the insertion of the head element, there are no product design issues that lead to this complaint event. I find this complaint to be invalid. The design is adequate for its intended use when used and maintained as recommended; design did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.